Event description:
Event description guidant received information that when tested, this lead is reported to not be working appropriately in the the aai mode, no atrial sense and no capture. Upon interrogation the device was found to have mode switched to vvi from ddd. Impedance measurements are stable in unipolar (700 ohms) and bipolar (600 ohms. ) when the device is reprogrammed to the unipolar configuration it is working appropriately. The patient is asymptomatic and has no reported adverse effects.